Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site address: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check, cs300 intra-aortic balloon pump (iabp) was showing error code 54 and 51 upon startup. There was no patient involvement and no harm reported. The fse mentioned that the safety disk was suspected to be defective. The front end pcb and motor control pcb module were suspected to be defective as well. After the two boards were replaced, the unit was tested and found to be working properly. The unit passed all functional and safety tests to manufacturer specifications.